Manufacturer narrative:
Technician isolated the problem to broken pins on the communication cable. Replaced the cable to resolve this problem.

Event description:
Complaint indicated that the nurse communication was not working. No injury alleged.